Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown , product type: software, product ID: 8840, serial# :unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a rep regarding a patient receiving morphine (12.5 mg/ml, 1.501 mg/day) via an implantable pump for spinal pain. It was reported that on (B)(6) 2019, a rep attempted to interrogate the patient's pump while they were hospitalized for an issue unrelated to the pump or therapy. The pump could not be read with an a810 clinician programmer app/tablet. Multiple attempts and locations of interrogation was attempted to make a connection. The rep thought the pump could have flipped because they could not read the pump, although, the rep reported on (B)(6) 2019 that the cause of the inability to read the pump was "unknown". On the date of the call, another rep was able to read the pump using an 8840 clinician programmer. It was also reported that the patient's family initially heard the pump alarming, but have not heard it for 'sometime". On (B)(6) 2019, information was received from the manufacturer representative (rep). It reported the "flipped pump has not yet been determined". It was "unknown why the patient is not hearing the alarm".